Event description:
It was reported while using the bd safetyglide¿ needle only, 25g of the needle was clogged. There was no report of patient impact. The following information was provided by the initial reporter: "issues with the plungers with lot 2014639. Had issues with 10 different needles. When I attach to a prefilled syringe, I have to exert extreme force to remove the air bubble from the syringe. Not every needle in the box is affected and it is not consistent per "sleeve" of 5. I have opened 2 different boxes with this same lot." "Did problem(s) occur before, during or after use? Before use. If I could not depress the plunger to remove the air bubble, I would switch to another needle."

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
H6: investigation summary since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Event description:
It was reported while using bd safetyglide¿ needle only, 25 g the needle was clogged. There was no report of patient impact. The following information was provided by the initial reporter: issues with the plungers with lot 2014639. Had issues with 10 different needles. When I attach to a prefilled syringe, I have to exert extreme force to remove the air bubble from the syringe. Not every needle in the box is affected and it is not consistent per "sleeve" of 5. I have opened 2 different boxes with this same lot. "¿did problem(s) occur before, during or after use? Before use. If I could not depress plunger to remove air bubble, I would switch to another needle".